Manufacturer narrative:
Actual device was evaluated with no defect found.

Event description:
It was alleged by the customer that the head section of the cot does not always catch on the safety hook. It was alleged that while unloading the cot, the cot allegedly didn't hook on the safety hook and a staff member grabbed the cot to prevent it from falling. This allegedly injured the staff members left arm causing a sprained left elbow and stretched ligaments. The injury was allegedly treated by physical therapy.

Event description:
It was alleged by the customer that the head section of the cot does not always catch on the safety hook. It was alleged that while unloading the cot, the cot allegedly didn't hook on the safety hook and a staff member grabbed the cot to prevent it from falling. This allegedly injured the staff members left arm causing a sprained left elbow and stretched ligaments. The injury was allegedly treated by physical therapy.